Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the expiration and manufacture date were reported as unknown on the initial report. Both fields have been updated accordingly. Therefore, UDI: (B)(4). Investigation summary: according to the information received, it was reported that during the surgery of rotator cuff repair surgery, the anchor was broken off, removed all the pieces. No additional information could be provided. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the anchor was broken from the distal part; but the rest was still in place. The photo provide enough evidence to confirm this complaint. A manufacturing record evaluation was performed for the finished device lot number:6l80986, and no nonconformances were identified. Hands on analysis should provide the evidence necessary to confirm the root cause. No additional information regarding the user technique was provided to determine causes contributed to this event. The possible root cause can be associated with off axis insertion and levering during insertion. However, it cannot be conclusively affirmed. As per IFU- 100191, the inserting the awl or drill to less than the specified depth, axial misalignment or levering with the anchor upon insertion may result in anchor fracture. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) incomplete the expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during rotator cuff repair procedure on 1/5/2021, it was observed that the 4.5 healix advance br w/ocord anchor device broke off. All pieces were removed. Another like device was used to complete the surgery without delay reported. There were no adverse consequences to the patient reported. No additional information could be provided.